Manufacturer narrative:
Product return has been requested and examination/testing will occur after receipt.

Event description:
The customer reported to natus medical that about half of the amber leds were out on the led panel. There was no report of death, serious injury or delay in treatment.

Manufacturer narrative:
A replacement neoblue 3 led panel was shipped to the complainant. On multiple occasions, natus technical service requested return of the led panel involved in the complaint and inquired whether the issue was resolved by installation of the replacement led panel. No response from the complainant was received. Probable cause of the reported issue was assigned as a failure of the led panel.